Manufacturer narrative:
Steris was not informed at the time the reported event occurred. Approximately one month after the event, a hospital employee reached out to steris service for an evaluation of the table. The steris technician found that after the event, the facility's biomed department replaced the table's column shrouds which had been damaged during the event. The steris technician inspected the hospital's repairs and confirmed the table was operating to manufacturer specifications. The table was installed in march of 2010 and is not under a steris service contract. From the description of the event, the issue appears to be caused by improperly storing objects on the base of the surgical table. When the table was lowered in height, the telescoping column shrouds made contact with the object causing the table damage and injury reported. The 4085 table is manufactured with a warning label that is directly applied to the table base cover. This label contains a pictorial graphic indicating items should not be stored upon the table base. The label also includes the following text: "warning - do not store items on base - personal injury hazard/equipment damage hazard: failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The steris account manager has arranged for additional in-service training to be performed with hospital personnel on the proper use and operation of the surgical table. No further issues have been reported.

Event description:
The facility reported that prior to the start of a procedure, the surgical table was being lowered in height when it came in contact with an obstruction located underneath the table's column shroud. A surgical nurse operating the table sustained an injury to her foot due to the reported issue. The employee sought and received medical attention for the injury.